Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using backup equipment. No further information regarding this event was provided by the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using backup equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported event, the top housing ¿unwelded¿ (detached) from the bottom housing, was confirmed. During the inspection the service technician observed physical damage in that the top housing had detached from the bottom housing at the weld line. As this is not a repairable device, it was not returned to the customer. The executive summary was updated to reflect additional information received from the initial reporter.